Event description:
It was reported that during the beginning of the procedure the laster system displayed an error indicative of a system malfunction. The customer was unable to clear the error that displayed. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a pt injury; however the MFR is filing this as surgical intervention due to the likelihood that the pt underwent an add'l procedure or add'l treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser has been serviced at the facility. MFR service engineer confirmed the reported event. The suspect component was removed and replaced. The service repair was completed and the service engineer released the laser for use on (B)(6) 2012.